Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm, battery out alarm, motor error alarm and a watchdog timeout alarm. Customer had high blood glucose of 402 mg/dl. Troubleshooting was performed for no delivery alarms, high blood glucose alarms, motor error alarm, battery out limit alarm and low battery alarm. Customer was not able to perform high pressure test due to not having a tubing clamp. Customer was advised to call back when in receipt of tubing clamp.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No display anomaly or pump reset anomaly was noted. No watchdog timeout or software error alarms were noted. No unexpected low battery or battery out limit alarms were noted. No excessive no delivery alarm or motor error alarm during testing noted. The motor passed the motor test. The pump was unable to download to carelink pro due to a problem isolated to the mother board. The pump had cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window, and a cracked case at the display window corner. The drive support disk was inspected and no anomaly was noted.